Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging a casing/condition (damaged cap and case) issue. It was reported that the pump¿s battery cap and battery compartment threads were damaged. The reporter denied any power loss or visible moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/18/2013 with the following findings: during evaluation, the battery cap threads were found to be stripped. The battery cap did not tighten on the pump properly. There was no damage to the pump case. A test cap was used for the investigation.